Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 390 mg/dl. The customer stated tht she was tired, nauseated and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to troubleshoot further as she didn't have a tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.